Event description:
A company representative stated a patient reported he had an elevated blood glucose reading after he woke up this morning. The patient said he smelled insulin and then noticed a plastic piece that "goes into the pump" was broken. On follow up with the patient, he stated that when he awoke his reading was 369 mg/dl and later measured "hi" on his meter. He said when he smelled insulin, he disconnected from his infusion device and discovered his infusion set tubing was partially separated near the luer lock. He said he immediately changed his tubing but was unsure about how much to bolus, so he increased his basal rates until lunch time. He stated his blood glucose readings have remained near his target range since that time. He said his symptoms were thirst and muscle cramping. The patient stated he discarded the infusion set at issue. Courtesy infusion sets were sent. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.